Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported three (3) cases of severe inflammation after implanting the glaucoma filtration device. There are three reports filed for the reported cases. This is the file for the third case.

Manufacturer narrative:
No sample has been returned for evaluation for the report of severe inflammation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of device system failure. Inflammation may be the result of a variety of factors, including intraoperative conditions and complications during device implantation and the patient's postoperative use of prescribed steroids/non-steroidal medication. While the reporter indicates that inflammation is "severe", there is no information provided regarding the grading of cells and flare observed, the timeframe over which it was observed, and whether or not the condition improved with time. Possible root cause is that postoperative inflammation is an established risk associated with device use, which is clearly specified in the product labeling. (B)(4).